Event description:
It was reported to medtronic neurosurgery that a shunt revision occurred. According to the report, the shunt was implanted for obstructed hydrocephalus. One day later, the pt became drowsy and confused. On the next day, massive intraventricular hemorrhage occurred and the pt became severely comatose. The pt has gradually regained conscience.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.